Event description:
It was reported that the lead was explanted and replaced due to low hv impedance.

Manufacturer narrative:
External insulation abrasions were noted at 12-12.5cm and at 46.5cm from the lead tip. The etfe coating was intact at these locations. External and internal insulation abrasion was noted at 11.5-13cm from the lead tip. The rv conductor etfe coating and inner insulation were damaged at this location. Also, the pacing coil was exposed at this location. Analysis identified a short circuit. This is consistent with the observation from the field of an impedance anomaly when the rv conductor comes in contact with the exposed pacing coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.